Event description:
Hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history in the pump were correct. In addition, a fixed prime test was completed and the insulin exited. A day later, the customer called back to request assistance in removing pump from suspend mode. Assisted customer to perform the fix prime test and bolus wizard. The customer called back again few days later to perform the high-pressure test and passed. A replacement pump was requested.